Event description:
It was reported that the patient had a patient alarm for high superior vena cava (svc) impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk implantable cardioverter defibrillator (ICD) (B)(6) 2010; 4196 implantable pacing lead (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010; 6935 implantable tachy lead (B)(6) 2010. (B)(4).